Manufacturer narrative:
(B)(4). Product not returned for evaluation. Wrong product returned by customer. Most likely underlying root cause: mlc-61 -improper use / mishandled by end user. Manufacturer contacted customer on (B)(4) 2019 in a follow-up call; customer states that issue is resolved. He has not had any other issues with syringes. No medical attention or symptoms reported.

Event description:
Consumer reported complaint that the needle was bent when he removed it from his abdomen, and when he attempted to re-cap the needle, the needle stuck his finger. Customer did not need to seek medical intervention as a result of the needle stick. Customer did not have any concerns that the product was unable to administer their insulin. At the time of the call, the customer felt well and did not report any symptoms.